Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger.

Event description:
Information was received from a family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was not holding a charge and would not charge at all. Additional information was received from the patient who reported the recharger screen was blank and won't take a charge. The patient called to troubleshoot. Recharger was plugged into ac power source but did not resolve issue. The patient indicated that since recharging issues, their therapy has shut off and they are in pain. No further complications were reported and/or anticipated.

Event description:
Additional information was received from the patient. It was reported that the patient was having issues with his recharger and this was the second time it had occurred. It was noted that the patient did not have the equipment with him during the call with the manufacturer on (B)(6) 2017. When the patient first got the recharger replacement the desktop charger connector pin was too high up and kept falling out of the recharger port. Then it seemed like it went down farther into the recharger port and was working fine. Now the replacement recharger wasn¿t showing that it was plugged into the wall and just said mdt on the screen. The patient noted that this was the same issue as the prior call to the manufacturer on (B)(6) 2017 where it wasn¿t working. Troubleshooting could not be done because the patient was at work and didn¿t bring the device with him. The patient was to try to leave early and head home so he could call back and get the issue resolved. Additional information was received from the patient. It was reported that when the patient received the replacement desktop charger on (B)(6) 2017, the connector pin didn¿t fit into the recharger; however, he held it together and the recharger charged up. Now since (B)(6) 2017, the connector pin slipped all the way into the recharger an d it wouldn¿t recharge. It was noted that a reset did not resolve the issue. No symptoms were reported. Additional information was received from the patient. It was reported that the replacement recharger resolved the issue with the return of pain. It was noted that it would not charge.